Manufacturer narrative:
We have requested and await the consumer's return of product for evaluation and date code information for investigation.

Event description:
Received a report from a consumer indicating she sought medical assistance to remove a portion of tampon pledget after a piece separated during removal and remained behind. Consumer advised the doctor removed the remaining piece of the tampon pledget without incident and she has fully recovered.